Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump; however, the issue persisted, prompting the decision to replace the pump. Customer was informed that a replacement pump with updated software would be sent, and instructions for storage and return of the malfunctioning pump were provided. A backup insulin delivery method using multiple daily injections was advised in the interim, and training for the new pump was made available online. Customer understood and acknowledged all instructions and actions discussed.